Event description:
It was reported that the subject programmer does not switch on (orange/green led does not even turns on).

Event description:
It was reported that the subject programmer does not switch on (orange/green led does not even turns on).

Manufacturer narrative:
(B)(4).